Event description:
During induction the anesthesia machine was set to "bag" mode. When the crna squeezed the bag to deliver a breath to the patient, he was not able to squeeze the bag. The crna squeezed harder and harder until he heard a "whooshing" sound and was then able to deliver the breath. The case then proceeded normally. No harm to the patient.